Event description:
It was reported that a patient alert was heard. The pace/sense lead was found to be oversensing. The pace/sense portion of the high voltage lead had been replaced years earlier due to oversensing and the high voltage portion of the lead had remained in use. Both the pace/sense and high voltage lead were explanted and replaced with one new high voltage lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Lead integrity alert triggered twice for patient alerts for lead failure predictor on (B)(4) 2011 16:53:51 and (B)(4) 2011 23:45:42. Oversensing was noted as four ventricular nst<=216 ms occurred between (B)(4) 2011 23:45:39 and (B)(4) 2011 18:20:39. Interference/noise was noted as ventricular short interval count v-sic was 40.8 counts avg/day, in 11.96 days, between (B)(4) 2011 09:19:15 and (B)(4) 2011 08:15:09.